Event description:
The customer reported a malfunction resulting in the loss of display during pre-use checkout. There was no report of patient involvement.

Manufacturer narrative:
Ge healthcares investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. A ge healthcare service representative performed a checkout of the system but did not confirm the reported issue. Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Unique identifier: (B)(4). Legal manufacturer: (B)(4).

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The display connections were cleaned to resolve the issue.